Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
One sample was received for analysis and investigation. The sample consisted of one catheter mahurkar dual lumen straight shaft catheter w/straight extensions, 13.5 fr x 19.5 cm. The catheter came inside a plastic bag and it did not present signs of use. The correct adapter orientation is defined by the green catheter tip and the catheter¿s slots location near the tip. Through visual evaluation, it was observed that the silicone extensions and its respective adapters attached to the catheter are in reverse condition. Therefore, the reported condition was confirmed. As part of the investigation process, the finished good lot was reviewed. The history record review does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformances were opened for all the assembly levels, raw materials and incoming components. There have been no changes on the manufacturing of this product reported for this lot number. The assembly process for the blue and red adapters are performed in separate work stations. Due to the nature of this process, it is possible that an operator did not follow procedure, causing the reversed assembly between the blue and red adapters into the hub component. Since this event is categorized as a confirmed manufacturing reported event, this potential cause will be evaluated as part of corrective and preventive action (CAPA). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the adapters have a reversed connection. The catheter was pulled and replaced with a new one. The sample will be returned for investigation.